Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12march2020.

Event description:
The customer reports the device alarmed upon disconnection and became inoperable. The device is currently quarantined for investigation by the customer's facility. The customer reported patient sentinel event.

Manufacturer narrative:
G4: 19nov2020. B4: 19nov2020. The data acquisition (da) pcba was returned to the failure investigation laboratory for analysis. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition (da) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21aug2020 b4: 23aug2020 the customer reported there was no patient harm and that the previous report of patient harm was made in error. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. The software version was checked. (Ver.2.30), and review of the diagnostic report (drpta) confirmed the occurrence of the reported pressure regulation high error. The pressure regulation high alarm error is a technical failure, where the ventilator is in the ventilator inoperative state (respironic v60/v60 plus ventilator, user manual, publication number 1047358, revision u, (B)(6)2019 , page 9-16). The fse replaced the data acquisition board (da pcba) due to the occurrence of the pressure regulation high diagnostic error. While performing the device evaluation, preventative maintenance was also performed to prevent failure, which included replacing the blower, lithium-ion battery, cooling fan, oxygen inlet filter, tubing kit, air inlet filter, and cooling fan filter. The device passed all performance assurance tests and was placed back into use with the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25sep2020. B4: 28sep2020. This reporter stated that an 11 years old male patient of unknown height and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. Relevant medical history included cerebral hypoxia; diagnosis date not reported. No relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2020, the patient was receiving therapy via the v60 device, the device shut down, generated alarms, continued to generate audible alarms while in an inoperable condition, the device rebooted, and then continued to be used. The alarm that was displayed at the time of the event was unknown. No adverse event was reported or associated with the use of this device. No relevant laboratory data was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date manufacturer received: 04mar2020. Date of report: 20mar2020. Correction to problem description: patient niv (non-invasive ventilation) interface removed after therapeutic use and the device began alarming pressure regulation high and went inoperable. Patient therapy had ceased and device was removed from the patient at the time of the event. No patient harm or injury noted.